Event description:
A us distributor reported that an electrode belt was displaying a service code 204 (belt/monitor unusable) and can connection status messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204 and can connection status) was confirmed. The +5v orange wire was reading open. The root cause for open wire was unable to be identified there was no adverse event that resulted from the damaged belt.